Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015 the patient underwent l4-5 and l5-s1 posterior lumbar interbody fusion (plif). The patient was pre-operatively diagnosed with l4-5 and l5-s1 large herniated nucleus pulposus, multifactorial spinal stenosis, lateral recess stenosis, and degenerative disc disease, l5-s1 grade 1 spondylolisthesis. Following are the procedures performed. L4-5 and l5-s1 total laminectomies with bilateral wide foraminotomies, right and left l5-s1 discectomies, right and left l4-5 and l5-s1 face tectomies. L5-s1 posterior lumbar interbody fusion (plif). L5-s1 posterior application of peek cage 12x11x22 mm. L4-5 and l5-s1 posterolateral inter-transverse process fusions, l4-5 and l5-s1 posterior segemental instrumentation with rods and screws, autograft, fat pad graft 7mm thickness, instillation of 80mg depo-medtrol into the epidural space, 4.0 magnification, ssep and emg monitoring of bilateral l3, l4, l5, s1 and s2 nerve roots x 3.0 hours. As per op notes, ¿also, when we took our bone graft, we took bone marrow aspirate, 10ml, which we placed on a sponge where appropriate, which was type 1 collagen, hydroxyapatite. We placed the sponge first over the affected level, transverse processes, then cancellous morsels of bone in a continuous fashion and then cortical bone.¿ patient alleges unspecified injury due to the use of rhbmp-2.